Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37711, serial# (v)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. The patient reported that the recharger antenna had a frayed cord. The patient reported that she needed a replacement as soon as possible as the ins was dead. Additional information was received from the patient on (B)(6) 2017. The patient reported poor communication. The patient reported that she tried the new antenna on the day of the call and saw the reposition antenna screen. The patient reported that she last had stimulation at the end of the week prior to the report. The patient reported that she usually recharged every 2 weeks, so she guessed about two weeks ago was the last time she charged. The patient reported that she got a poor communication screen on the patient programmer (pp) when trying to connect to the ins after replacing the batteries. The patient was redirected to their healthcare provider (hcp) to assess the communication issues between the ins and the external devices. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the inability to communicate and loss of stimulation was unknown. The actions taken were that the patient met with a manufacturer's representative (rep) and they fixed the issue. The inability to communicate was resolved. No further complications were reported or anticipated.